Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively on the arctic sun device. Replaced the drain valves and preventive maintenance was performed and replaced pump and motors, hours were 8059. Per follow up information received via email on 15apr2022, the device was originally under 2000-hour preventive maintenance with no reported issues. The reported event was found during evaluation.

Manufacturer narrative:
The reported issue was confirmed. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress. Replaced power inlet module and cca ca card. Performed 2k preventive maintenance (pm) service on the unit. Serviced the mixing and circulation pumps. Replaced the heater, manifold o-rings, drain valves, and the coin cell.cperformed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Temperature input cable was inspected and tested with resistance thermometer, checked for accurate reading, and passed. Fluid delivery line (fdl) passed all leak and pressure tests and is free of damage or defects. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process ; single pull test did not provide stability of process; evidence was not provided when requested for maintenance of records or crimp tools ; no crimp cross-sections provided. The device history record review was not performed. Labeling review is not required because labeling could not have prevented this issue.corrections: d, g, h.h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the ac cca card and power module have degraded due to electrical overstress and would be replaced preventatively on the arctic sun device. Replaced the drain valves and preventive maintenance was performed and replaced pump and motors, hours were 8059. Per follow up information received via email on 15apr2022, the device was originally under 2000-hour preventive maintenance with no reported issues. The reported event was found during evaluation.